Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: no root cause could be determined as the complaint could not be confirmed.

Event description:
He patient stated on (B)(6) 2019 patient applied v-go 8am it was loose all morning while at work the needle was poking her. She tried to press adhesive edge but complained that the adhesive pad is not large enough since she is 5 feet 2 inches and weighs (B)(6) lbs.